Event description:
The customer reported that the system failed to produce an image on the live fluoroscopic monitor. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor plug and stopper were evaluated and replaced. The system was tested and found to be working as intended and returned to service.